Event description:
The type of this complaint is revision due to osteolysis. 19 years ago, primary surgery for femoral head replacement took place in other hospital. On (B)(6) in 2015, the tha revision in the right hip took place because the symptom seemed to be osteolysis. The removed poly liner in the self-centering cup had been worn away and deformed as the attached pictures show. The surgeon suspected the stem neck had impinged on the poly liner. Whether there was a surgical delay has not been reported. The patient is now under observation for a full recovery.

Manufacturer narrative:
Conclusion and justification status: the bio engineering report concluded that the inner head is not concentric within the outer head. It is translated superiorly, suggesting significant wear of the poly liner ¿ this correlates with the complaint description. X-rays from an earlier time point would be required to comment on the existence of osteolysis. Photographs of the revised components were also provided for review. These show the polyethylene liner to be fractured; however, it is not clear if this damaged occurred during the revision procedure. From the complaint description it does not seem that the surgeon considered the liner fracture to be the cause for the revision. From the complaint description it seems that the implant was in situ for a significant amount of time ((B)(4)) therefore wear and osteolysis are to be expected therefore it is unlikely that there was a product defect, however with the information available it is not possible to determine the root cause. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.